Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification and 99% stenosis, pre-dilatation was performed with a 1.5x8 balloon catheter. A 3.0x15 rx xience v stent delivery system (sds) was advanced with resistance and no excessive force was applied. The stent was deployed and a distal edge dissection occurred. A 2.75x33 rx xience v stent was deployed to cover the dissection. The procedure was successful and the patient was doing fine. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, it was reported that the device was advanced with resistance. It should be noted that the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.